Event description:
It was reported that a patient underwent a large vessel surgery on (B)(6) 2026 and suture was used. It was reported that the suture was broken when the surgeon attempted to tie a knot with suture. Total 3 products occurred suture breakage issue. Changed another one to complete the surgery. There is no report on patient's injury. Seven packages that was unpacked by the doctor but not used, they will be returned for analysis. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/6/2026. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was received: according to feedback from commericial team by phone today, the event occurred during the surgery of aortic dissection great vessel, the artificial blood vessel was anastomosed with autologous aorta continuously, the suture was broken during knot tying. Three intraoperative breakages, which require repeated removal and resewing, directly prolong the blocking time and significantly increase the surgical risk. ¿ the suture is not clamped with the instrument all the time, only with the carrying needle ¿ without the felt piece ¿ no change of the assistant on the stage ¿ no change in the brand and model of artificial blood vessel , no change of surgical approach ¿ the surgeon has used this code for many years and has never had such a situation before h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received seven opened samples pertain to the product code 8522h. A visual inspection was performed on the returned samples, the sutures were dispensed without problems and examined along of the strand and no issue related to breakage suture or anomalies were observed during evaluation. Also, a functional test was performed using an instron equipment and the tensile force was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.